Manufacturer narrative:
On (B)(6) 2019, mentor became aware of additional information indicating the patient had experienced caspular contracture, baker grade 3 on the left side post-operatively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/22/2019, the mentor failure analysis lab received the device for evaluation. On 11/08/2019, mentor completed evaluation of the device. Device evaluation summary: during evaluation of the sample, it was observed a tear measuring approximately 0.1 cm within an area of shell abrasion in the posterior aspect. No other anomalies were discovered. Shell abrasion suggests being in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/4/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor siltex round moderate profile 325cc, catalog# 3542650, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with a saline mentor siltex round moderate profile 300cc breast implant and experienced a deflation on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019.